Event description:
It was reported that the replacement line of a prismaflex m150 set was observed to have a hole in the tubing and leaked during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed that the replacement post pump line was perforated near the y connector. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the tubing damage was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.